Event description:
It was reported that the connecting plug for the footswitch was defective and that there was a power-supply connector defect. No other info was available, and no adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. The eval found that the upper case and chassis were damaged. The instruction card was missing and screws were missing. The cpc connector required fine re-adjustment. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00374.